Manufacturer narrative:
Insulin pump was received with frozen screen due to moisture damage on the lcd board and I/b. Unable to verify full black screen , missing segments/partial display, low reservoir alarm or perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to frozen screen anomaly. No cracked/breaking lcd glass noted. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched and cracked display window.

Event description:
The customer reported via phone call that the insulin pump had a blank display and physical damage. Customer also reported the device was exposed to fluid/moisture. Blood glucose level at the time of the incident was 330 mg/dl. During troubleshooting, the customer was able to get the display to return. Self-test was completed and passed. The insulin pump was returned for analysis.